Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 200 mg/dl; however, customer stated that elevated blood glucose level had no relation to cartridge alarm 19.

Manufacturer narrative:
An additional lot number was reported (lot # m003484). However, the cause of the event is not due to the cartridge.